Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the filter of an extension set with 1.2 micron filter. The reporter stated that after priming, the tpn in-line filter had been fully filled. However, 2 hours later during infusion, the patient noticed that the filter was only half filled. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed inverted position of the filter during infusion and the administered solution was half filled. The reported issue was verified. The cause of the condition cannot be established without functional testing; however, based on the attached photo the inverted position of the filter during infusion may lead to the presence of air in line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.